Event description:
Procedure: robotic-assisted supracervical hysterectomy. According to the reporter: she was consented for a minimally invasive approach and underwent a robotic-assisted supracervical hysterectomy, scp with alyte y-mesh, transobturator sling with obtryx ii (boston scientific corporation, natick, ma), and cystoscopy. Similarly to the previous case, the peritoneum overlying the scp mesh was reapproximated with the 3-0 v-loc suture in the same manner as described previously. The patient was seen in the office for a 2-week postoperative examination and had no complaints at that time. Four weeks postoperative, the patient presented to the emergency department with vomiting and abdominal pain. She was admitted for a suspected bowel obstruction and underwent a diagnostic laparoscopy with intraoperative consultation by general surgery. The operative findings included a distal loop of small bowel, which was adherent to the barbs of the suture, thereby causing a kink of the small bowel. The small bowel was easily released, and as with the previous case, a small tail of the barbed suture was seen sticking out of the peritoneum at the sacral promontory. This elongated tail of barbed suture was cut so that it was no longer exposed past the peritoneum. The mesh was otherwise entirely covered by peritoneum. The viability of the bowel was confirmed intraoperatively with no need for further surgical intervention. There were no other areas of small bowel adherence to the surgical field. "Theient" continued to dwell and was discharged home on postoperative day 1 in stable condition.

Manufacturer narrative:
(B)(4).